Event description:
Info received indicated that the head hi-lo portion of the bed was lower than the foot portion.

Manufacturer narrative:
Tech found that the head hi-lo portion of the bed was drifting down. Replaced the head hi-lo valve guide tube to resolve this issue.